Event description:
It was reported that the balloon would not deflate. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The proximal shaft of the device was kinked and broken, but still intact. It is likely that the hypotube was inadvertently handled during the procedure, resulting in the noted kink/break, which contributed to the deflation difficulties. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.